Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The pump was in safe state; reset occurred with "low battery and motor stall". They were unable to restart the pump. The pt experienced withdrawal and was admitted to the hosp. The pump was removed per pt request. The pump contained morphine 40 mg/ml, bupivicaine 10 mg/ml and baclofen 2000 mcg/ml. The pt was home at the time of this report.

Manufacturer narrative:
(B)(4).